Manufacturer narrative:
Date sent to the FDA: 3/23/2016. It was reported that the patient had a barium swallow on (B)(6) 2014 and she was admitted on (B)(6) 2014 after a laparoscopic repair of a recurrent paraesophageal hiatal hernia, partial fundoplication and mesh insertion. Patient was discharged on (B)(6) 2014 and on (B)(6) 2014 the patient had an esophagogastroduodenoscopy. It was reported that the patient was treated in the ER on (B)(6) 2014 for cough, back pain and cold symptoms. She was admitted for colitis on (B)(6) 2014 and was seen on (B)(6) 2015 for c/o rectal pain. It was reported that the patient was treated in the ER for gastroenteritis on (B)(6) 2015 and she had a left earache on 05/01/2015. Patient was seen in ER on (B)(6) 2015 for fever, vomiting, weakness, anxiety and diaphoresis and also on (B)(6) 2015 for headache and vomiting.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on an unknown date and suture was used. Two days after the procedure, the patient became dehydrated and developed infection with abscess. It was also reported that the patient vomited when she ate, then, when she could eat, her blood sugar level went up. The patient became dehydrated at least ten times while her heart was beating out of her chest and burning that she was afraid to eat. The patient experienced pain and symptoms lasted for fifteen months in three months cycles. The patient was admitted to a different hospital, where the abscess and infection were treated. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 4/11/2016. (B)(4). It was reported by an attorney that the patient underwent a hernia repair on an unknown date and a mesh was implanted. It was reported that the patient was treated for: an acute panic attack in (B)(6) 2015, menstrual cramps, pain in right foot (4th toe) and cystitis in 2015; cystitis and foot wound infection in (B)(6) 2015; a rash in (B)(6) 2015; abdominal pain, menstrual pain and epigastric pain in (B)(6) 2015; abdominal pain, n&v and utis in (B)(6) 2016; and for scabies in (B)(6) 2016. No additional information was provided.